Event description:
The facility clinical engineer initially stated the system malfunctioned in the middle of the case. There was no system message noted. Additional info received from the facility risk mgr per the facility medwatch form stated the pt sustained a corneal/scleral burn 2-3mm during phacoemulsification of the left eye. The cause of the corneal/scleral burn was unk. The facility risk mgr stated the corneal burn was a minor injury to the pt.

Manufacturer narrative:
The co service rep examined the system and could not find a problem with the system. The customer would not release the phaco handpice for testing with the system. All phaco handpiece signals and voltages were measured and calibrated and were also within specs. The system was then tested and met all product specs. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the other company health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report was mailed to FDA on: 01/16/09.